Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were pump reboot events in the black box that indicate power loss. There was a crack along the battery compartment threads. There was no damage to the power circuit. The pump was exercised for 24 hours with no reboot events. The battery cap was unscrewed a half turn with no reboots occurring. Unrelated to the initial allegation, the display screen was dim and discolored.